Event description:
Caller states the pt tested 454 mg/dl, hi (greater than 6600 mg/dl), and 590 mg/dl on the advantage system while an additional professional device produced results of 85 mg/dl and 96 mg/dl within 10 mins. No treatment info provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.